Event description:
It was reported that during a laparoscopic bso procedure, there was difficulty firing the device. Once the device was fired, the device required extreme force to close and to get it through the trocar. A loud "crack" was heard. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Evaluation summary: the analysis showed that the device was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received partially fired and with no damage to the cartridge lock out. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components; the left shroud pinion axle support was found damaged and the firing trigger teeth were found broken. No functional test could be performed due to the condition of the device. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint info is trended on a regular basis to determine if further investigation is warranted.